Manufacturer narrative:
The customer indicated that the suspected sample is available to return for investigation. At this time, the suspect device has not received yet. Investigation is still ongoing. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the csc300 adapter verso airway sz2.0-4.0 et tubes's adapter has a crack in multiple places. This was seen during patient use and they replaced the device. No patient harm was reported.